Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that the patient underwent a successful thrombectomy procedure with a retriever device and a stent (subject device) was implanted in the middle cerebral artery (mca) m1 branch. Approximately 2 days post procedure, the stent was reported occluded resulting in an acute ischemic stroke. The patient had subsequent cerebral edema and herniation and an unspecified medical treatment was administered. The patient's condition continued to deteriorate and the patient's family decided not to pursue further treatment as a do not resuscitate comfort care (dnrcc) was in place. The patient died approximately 4 days post procedure and the primary cause of death reported was acute ischemic stroke.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death, thrombosis, stroke and patient complications are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a successful thrombectomy procedure with a retriever device and a stent (subject device) was implanted in the middle cerebral artery (mca) m1 branch. Approximately 2 days post procedure, the stent was reported occluded resulting in an acute ischemic stroke. The patient had subsequent cerebral edema and herniation and an unspecified medical treatment was administered. The patient's condition continued to deteriorate and the patient's family decided not to pursue further treatment as a do not resuscitate comfort care (dnrcc) was in place. The patient died approximately 4 days post procedure and the primary cause of death reported was acute ischemic stroke.